Event description:
It was reported by repair work order that the nurse call was not functioning due to a damaged docker cable with exposed electrical wires. It was also reported that the bed exit would not alarm as the scale was not correctly zeroed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.